Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Upon snapping the access sheath into the delivery system, a perforation with subsequent pericardial effusion occurred. At this time, a pericardiocentesis was performed. Shortly after, the patient was sent to surgery for repair of the perforation and clipping of the laa. Surgery was successfully completed without further complications. Th patient is stable and was later discharged.